Event description:
I do not have any ongoing illnesses, I do not take any medications. I got the essure in early to mid (B)(6) 2014. I have been having a mild to severe pain in my lower abdomen for the past 3 weeks, I have been having horrible headaches since I have gotten the essure as well as sharp pains sometimes in my legs and other times in my side. Ive gained at least 10 pounds in the past month. I do have a nickel allergy and was not told that essure has nickel in it or else I would have went a different route. (B)(4).